Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump had approximately 400.0 ml of medication left when the pump alarmed that it was empty. No adverse patient effects were reported. No additional information is available at this time.